Event description:
The customer contact reported a delay in critical therapy following an alarm condition. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of total parental nutrition (tpn) and the delivery was started. No specific programming parameters were provided. It was reported the homecare pt was not able to tolerate oral intake and there were no issues with the blood glucose levels; however, the pt had lost approximately 1 pound during a 2 week period. After an unspecified length of time, the pt's mother reported the device alarmed for air in line. At that time, the mother noted small champagne bubbles in the tubing set. It was reported the pt's mother cleared the bubbles from the tubing set and the device alarm. After an unspecified length of time, the device alarmed multiple times for air in line. At that time, the mother reported the delivery was stopped and the device was powered off. The device was removed from clinical use. Therapy was resumed the following day using a replacement device. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.